Event description:
It was reported that the expedium pedicle probe broke during surgery. The surgeon was replacing the final screw at l5 and the patient had particularly hard bone. The surgeon put all of her weight into the probe and the tip of the instrument snapped and "skied off" as expressed by the surgeon. The result was a torn thecal sac, ultimately exposing the nerves to blood. A second surgeon removed the broken tip and they proceeded to repair the c5 leak. The difficulty resulted in a thirty minute delay to the procedure. It was reported that the patient currently is not having any problems but there is a concern about healing because of the exposure to blood.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not being returned.